Manufacturer narrative:
Samples were serum, no specific sample information was provided. Customer had done weekly maintenance before the incorrect results occurred. It is not known if calibration and qc were run immediately after the maintenance was done. Calibration failed for glucose and qc failed for cartridge chemistries after the issue occurred. It is not known if calibration and qc were run immediately after the maintenance was done. Customer technical support had the customer check the reagent and sample syringes and tubing for tightness. Customer recalibrated and ran qc but qc was still out. The customer declined service. Field service talked to customer on phone on (B)(6) 2011. Customer reported that they troubleshot the instrument and found an issue with the sample probe and cleaned it. The customer ran qc and repeated lots of glucose samples and they matched. The event is a reagent issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous low glucose cartridge chemistries, occurred after customer performed maintenance, on several patients samples generated by the synchron lx 20 pro clinical systems. One result was reported out of the laboratory and question by the nurse. Patient treatment was not impacted by the event.